Event description:
Fluctuating blood glucose levels, passed out from low blood glucose level [hypoglycemic coma]. Fluctuating blood glucose levels [blood glucose fluctuation]. Case description: a pt, who was introduced to an induo insulin doser and novolog penfill 3 ml (insulin aspart) in 2002 for type I diabetes, reported that the pt has experienced increased and decreased blood glucose levels. The pt stated that they had been feeling ill with nausea and blurred vision since they began using the induo doser and that the pt's blood glucose readings were in the 400 mg/dl to 500 mg/dl range. Pt felt that their induo meter read inaccurately high and their doser was not dispensing insulin. Pt also reported that the doser failed several function tests. The pt was taking set amounts of novolog penfill insulin, 24 units in the morning and 12 units in the evening. At one point, pt injected extra units (amount unknown) of novolog insulin using a conventional insulin syringe. Pt also mentioned that they injected humulin n insulin on one occasion when their blood glucose level was 400 mg/dl. About two hours after the injection, their blood glucose level was 455 mg/dl. The pt thought that their meter was inaccurate. In november 2002, the pt injected 24 units of novolog prior to eating breakfast (does not remember what they ate). As the pt was leaving church soon after breakfast, they began to feel dizzy. Their blood glucose level was 54 mg/dl, for which they ate something and felt better afterwards. The pt reported (in december 2002) that they continued to have problems with the induo, and that they "passed out" from a low blood glucose level in november 2002. In november 2002, the pt injected 12 units of novolog penfill before dinner. Pt woke at 6:00 a.m. The next day and passed out at around 8:00 a.m. For about six hours. Pt noted that they felt as if they lost consciousness because they had no memory of the event. Around 2:30 p.m. The pt crawled from their bedroom to the kitchen, ate some chocolate, and called their family member, as the pt lives alone. Their family member called the fire dept., who arrived and treated the pt with oral glucose tablets. Pt did not know what their blood glucose level was, but they stated that they felt it was low at the time of the event. Pt was not hospitalized and recovered that same day. Pt did not contact their physician. The pt stated that they had nothing but trouble since they began using the induo system. Pt believed that the meter was not working and that it was giving them readings that were much higher than they actually were, based on the way they felt physically. Pt also stated that they believed they were taking too much insulin as a result of the higher readings on their meter. The pt was diagnosed with diabetes in 1955 and previously used humalog insulin with conventional syringes without feeling sick in the past. There had not been any change in the pt's diet, but the pt had reduced their activity level because of an infected left foot with infected bone, which was treated with ciprofloxacin in november 2002. In december 2002, the pt's foot infection had cleared and pt was feeling better with the use of a new induo system. The reporter refused to provide contact information for their physician and stated that their pharmacist told them that novolog penfill was a stronger insulin than they were taking previously. Pt was not sure if they passed out due to the novolog penfill or the induo doser and pt plans to talk to their physician. As of december 2002, the pt noted that the induo was working "fine".